Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report from a nurse from the (B)(6) of peritonitis in a subject coincident with dianeal pd4 glucose 1.36% w/v / 13.6 mg/m therapy. On an unreported date, the patient's pd catheter was flushed after insertion with dianeal pd4 glucose 1.36% w/v / 13.6 mg/m (dose, frequency and lot number not reported). It was not reported if therapy was ongoing. On (B)(6) 2011, while hospitalized, the patient experienced peritonitis. The patient had been admitted to the hospital on (B)(6) 2011 with malignant hypertension and pleural and pericardial effusions. The patient was admitted to the itu to control the hypertension. While hospitalized, (B)(6) was discovered at the patient's pd catheter tube exit site. No laboratory or diagnostic testing was provided. On (B)(6) 2011, the patient received remedial treatment for the peritonitis with gentamicin 48mg ip every day which continued until (B)(6) 2011. On (B)(6) 2011, the patient also received vancomycin 2g ip and on (B)(6) 2011 received vancomycin 1g ip. It was not reported if the patient remained hospitalized.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.